Manufacturer narrative:
Follow-up information was received on (B)(6) 2014 and (B)(6) 2014. No new clinical information was provided. Follow up information received on (B)(6) 2014 and (B)(6) 2014 from nurse: she stated that physician had reviewed the documentation and patient did not have an ectopic pregnancy. Lt was actually the patient had a normal pregnancy. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant (device ineffective). This event was previously reported as ectopic pregnancy. According to follow-up information, the patient did not have an ectopic pregnancy. She had a normal pregnancy. Pregnancy is non-serious and listed event according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no medical or surgical intervention was reported. A causal relationship between the event and essure cannot be excluded. This case was downgraded from incident to non-incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014. It describes the occurrence of ectopic pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for contraception, lot number used was a20064. Nurse reported that the patient was diagnosed with ectopic pregnancy in (B)(6). She also reported that the essure was inserted by another physician, not the one that saw her in august. No further information was provided. Follow-up received on (B)(6) 2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Ptc investigation result was provided. Final assessment: manufacture date: 6/19/2012 expiration date: 6/30/2015 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to batch no. (B)(4). No batch signal could be identified. No complaint sample was provide for further investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy (device ineffective). Ectopic pregnancy is serious as medically significant and listed event according to the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. Ectopic pregnancy is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. In this particular case, no medical or surgical intervention was reported. A causal relationship between the event and essure cannot be excluded and given its nature, it was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs